Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level in the 60s (mg/dl). Reportedly, customer stated their low bgs were attributed to exercising. Customer consumed glucose tablets to treat low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.